Manufacturer narrative:
The cartrdige has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2015-device evaluation: the cartridge has been returned and evaluated by product analysis on 06/10/2015 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and leak test were performed with no failures observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.